Event description:
It was reported that during the preparation for a stenting treatment procedure, stent dislodgment occurred. While removing a 2.5 x 16 mm promus element stent from the hoop during preparation outside of the patient, it was noted that the stent had detached from the stent delivery balloon. The procedure was completed with another device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).